Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer stated that they are unable to exit the "preparing to prime" loop. The customer was advised to hold down act until they received 2nd series of beeps and numbers appear on the display. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.